Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during laparoscopic intestine surgery with the subject device, the energy output of the subject device was low. The user replaced the subject device with another device to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. The same phenomenon occurred with the same model in the local service department. Based on evaluation, omsc surmised that the reported phenomenon occurred due to the following causes. Failure of the electrosurgical analyzer used for output measurement. Failure of the cable used for output measurement.